Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). The valve was received submersed in an unidentified liquid in the provided returnkit. Result: first we performed a visual inspection of the progav. Although no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is slightly outside tolerance. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a small amount of build-up substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustabiliity. At the time of our investigation, the valve was able to be adjusted to all specified settings. However it is possible that the deposits observed inside the valve could have caused the malfunciton in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was not adjustable postoperatively. The patient was originally implanted on an unspecified date. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided.